Event description:
User's son reported that the user cut the calf of his right leg when he flipped up the footplate due to a sharp edge on the front of the footplate. MFR modified the footplate with an edge guard to prevent incident from occurring again.